Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection on the receiver and a hypoglycemic event. It was indicated that on (B)(6) 2017 at 9:00pm, the patient's glucose level was at 220 mg/dl. At 11:00pm, the patient's mother entered the patient's room and stated that the receiver displayed a signal loss. The patient was not responsive, sweating, shaking and speaking gibberish. The patient's mother administered the patient with a shot of glugacon and the patient woke up but was foaming at the mouth. The patient's mother then gave the patient a teaspoon of cake gel and the patient became more responsive and sat up. The patient's mother asked the neighbors to call emergency medical technicians (emt) and 5 minutes later, the patient's mother decided she was going to drive the patient to the hospital; however, the police suggested that she wait until the emts arrived. It was indicated that the police checked on the patient and while they waited for the emts. The emts performed a blood glucose (bg) test and it was 50 mg/dl. The emt administered the patient with intravenous (IV) saline and drove the patient to the emergency room (ER). The patient was monitored at the ER for 5 hours and was given more IV saline. At 3:00am, the patient was admitted to the hospital and at 5:00am. The patient was taken off monitoring due to the patient's glucose levels being higher. It was indicated that the patient's mother was in contact with the endocrinologist throughout the night and on (B)(6) 2017, the patient's endocrinologist helped get the patient released from the hospital by 1:00pm. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.